Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: bihapro shell ha/pc 52mm ln 23, catalog #: 165743, lot #: 1170828. Medical product: delta ceramic fem hd 028/ 0mm, catalog #: 164136, lot #: 1673301. Medical product: bihapro fem pmma cntrlzr 13mm, catalog #: 164204, lot #: 1343577. Medical product: arcom 28mm rngloc lnr hwall 23, catalog #: 11-105903, lot #: 2009020675. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00617, 3002806535-2019-00564, 3002806535-2019-00619, 3002806535-2019-00620. Report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by MFR: product not returned.

Event description:
It has been reported by the patient's legal representative that the patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed on due to avascular hip necrosis. This report is based on allegations set forth in patients notice and the allegations there in are unverified.